Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted as of this time. The output for lv lead which is 5.0v@0.5 ms. The patient orginally came in for belly pain. Patient received a shock while he was here. The physician was (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).